Manufacturer narrative:
Investigation summary: a visual inspection revealed that the tissue welder was received inside the cannula. The jaws were burnt and the silicon on the top of the cold boot tip had detached and was peeling. The devices were very bloody. A functional test was performed sliding the c-ring in and out with the tool inside the cannula, and sliding the tool in and out of the cannula. The c-ring did not pop out, and the device performed as expected. Therefore, the complaint for "c-ring popped out and cracked" could not be reproduced or confirmed. Based upon the visual observations, a secondary observation of "the jaw boot insulation broke off" was confirmed. (B)(4).

Event description:
The hospital reported that at the end of an endoscopic vein harvesting procedure, the tool was catching on the c-ring. The c-ring kept popping out, cracked, and broke off inside the patient's leg. The piece was retrieved through the original incision with no other patient effects reported. The reported unit was used to complete the procedure. The product was returned.